Manufacturer narrative:
Initial and final MDR 1876138 - MDR 3003442380-2024-05017- device 1 of 7.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced seven infusion set fell off during use event on (B)(6) 2024. The patient replaced infusion set and resumed insulin successfully. No further information available.